Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2014 and mesh was implanted during which the surgeon noted visualizing the previously placed mesh, it was noted to be tightly adherent to the bowel and was noted to have herniated out into the hernia sac. It was reported that the patient underwent recurrent ventral herniorrhaphy with lysis of adhesions on (B)(6) 2015 during which the surgeon noted the previously placed mesh was noted to have completely removed from the fascia. It was reported that the patient experienced severe pain, dense adhesions, diarrhea, scarring, nausea, chills, inflammation, loss of appetite, weight loss, stress and anxiety. Other implanted product is captured under a separate file. No additional information is provided.